Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) could not be determined. The reported recurrent tricuspid valve insufficiency/ regurgitation (tr), dyspnea, and edema appear to be a cascading effect of the reported slda. Tr, dyspnea, and edema are known possible complications associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a patient presented with grade 4 tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xt was successfully implanted. The procedure was discontinued; the final tr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, the patient returned symptomatic with dyspnea, and edema within the patients' legs and recurrent grade 4 tr. A transthoracic echocardiogram (tte) showed that a single leaflet detachment (slda) occurred and the clip was no longer attached to the anterior leaflet. On (B)(6) 2026, a patient returned with grade 4 tr for a secondary triclip procedure. During the procedure, a triclip xtw was successfully implanted to reduce tr and stabilize the slda clip. The procedure was discontinued; the final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.